Event description:
Reporter indicated a vns pt presented with high lead impedance. The pt's family stated that in past few weeks the pt's seizures have increased, but below pre-vns baseline. The pt has not experienced any trauma or manipulation of the device x-rays were reviewed by the MFR. No obvious gross lead discontinuities were observed. The pt underwent vns therapy system revision surgery. The explanted products have been returned to the MFR and are pending product analysis. Good faith attempts to obtain additional have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.